Event description:
Right knee effusion, information was received from male patient with a medical history of arthritis, prior synvisc treatment (1998, 1999, 2001, and 2003) who experienced right knee pain, right knee swelling, and was unable to bend their knee. The patient began treatment with synvisc in 2005. The patient received three injections of synvisc into the right knee in 2005. Following treatment in 2005, they experienced pain and swelling in their right knee. The patient had taken celebrex on a daily basis, since the third injection, and that had helped that pain, the patient did not take celebrex one day,and that night they experienced knee pain, which improved when they took tylenol. They resumed taking celebrex the next morning, and the pain resolved. At the time of this report, the patient had stated that the swelling continued, and they were unable to bend their knee and it was hard to walk. The patient had a five year medical history of moderate osteoarthrities; grade ii, with joint narrowing and osteophytes, prior treatment with nsaids and steroids. In 2005, prior to the third injection, 100 cc of effusion was collected. The next day, the patient experienced pain, swelling, and effusion in the right knee. The following month. The patient received an infiltration of 40 mg depo-medrol. Two days later, 70 cc of effusion was collected. That same day the pain, swelling and effusion had resolved. The physician did not provide a causality assessment.